Manufacturer narrative:
Based on the information provided this event is being reported due to the following conclusion: during a da vinci-assisted colostomy closure procedure, it was alleged that the vessel sealer extend instrument failed to coagulate. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, the site had to control bleeding after the vessel sealer extend instrument failed to coagulate. The nurse unplugged and plugged in the vessel sealer extend instrument and attempted to use it for a second time but the vessel sealer extend failed to coagulate once again. The instrument was replaced and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the robotics coordinator stated that the vessel sealer extend was working fine but then it stopped sealing. There was no error codes or messages indicating the vessel sealer extend instrument was not sealing. The surgeon was sealing vessels around the colon and noticed he was not seeing any thermal effects on the patient¿s tissue (smoke). There wasn't enough blood loss to measure. She doesn't believe the patient had undergone any pre-surgical chemotherapy or radiation treatments. The vessel sealer extend instrument did not encounter any staples or clips during the sealing cycle. The customer used another vessel sealer extend instrument to complete the procedure and there was no injury to the patient. There was no video recording of this procedure.